Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: the cre fixed wire dilatation balloon device was not returned for analysis as it was reported to be discarded. Therefore, a technical analysis could not be performed. However, a media analysis was performed on the video of the device provided by the complainant. The video revealed evidence of balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole and balloon leak were confirmed. Based on the event description and information provided by the customer there is not enough evidence to determine whether the balloon pinhole and balloon leak were due to the physician's manipulation/technique during the procedure or related to a device malfunction. In addition, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, they saw a hole in the balloon near catheter on round part of balloon while inflating it. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. It was reported that the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, they saw a hole in the balloon near catheter on round part of balloon while inflating it. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. It was reported that the procedure was completed. There were no patient complications reported as a result of this event.